Manufacturer narrative:
Of the 5 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to a blank screen and moisture ingress issue.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank display screen with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-23 years of age and between 35 and 133 pounds. Of the reported patients, 3 were male and 2 were female.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 5 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to a blank screen and moisture ingress issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank display screen with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-23 years of age and between 35 and 133 pounds. Of the reported patients, 3 were male and 2 were female.